Manufacturer narrative:
The customer¿s report that the tip of the spike had broken off was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Further visual inspection under magnification of the damaged spike surfaces found the breakage to be somewhat rough and uneven with some plastic deformation. Rough/uneven surfaces with plastic deformation indicate a ductile fracture (vs. A brittle fracture characterized by a cleaner break and minimal plastic deformation) that is typically caused by an external lateral force. Although the broken surfaces were only somewhat rough/uneven with some plastic deformation, the bowed/bent components support evidence of an applied excess lateral/leverage force. The root cause was not identified.

Event description:
It was reported that on march 7th when a nurse was discontinuing potassium (10meq) with 5% dextrose/0.9%nacl solution (1,000ml) which was running at 110/hr, she noticed that the tip of the spike had broken off and was floating in the fluid. There was no patient harm or clinical effects due to this event.

Manufacturer narrative:
Concomitant medical products - 1000ml b braun ref l6100 ndc (B)(4), din 01924435, lot j7p127, exp 05/20 5% dextrose and 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on march 7th when a nurse was discontinuing potassium (10meq) with 5% dextrose/0.9%nacl solution (1,000ml) which was running at 110/hr, she noticed that the tip of the spike had broken off and was floating in the fluid. There was no patient harm or clinical effects due to this event.